Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had tried to change program and increase stim as high as it would go but patient was not feeling any stimulation. The caller stated that patient had a bad fall (B)(6) 2016 and broke her pelvic bone in several places. The caller suspected that it had not worked since then, but patient never complained. The therapy seemed to be working until (B)(6) 2016 prior to the fall. Patient was advised to contact the healthcare provider (hcp) to have her implantable neurostimulator (ins) and lead tested. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Code (B)(4) no longer applies to this event and was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.